Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6) , +22.5d) was explanted from the left eye due to non-adaptation to the amount of myopia targeted in that eye by the treating physician. An intra-ocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 01/30/2024.